Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the suspect device would not cycle a rate while in CPAP (continuous positive airway pressure) mode. The issue occurred during patient use, and the customer reported the patient slightly desat (desaturation) on the saturation monitor. The customer reported having swapped the vent out and no report of significant or permanent patient consequence is associated with the event.